Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 6.0 x 80, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres for 2 minutes, the balloon burst. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 25mm proximal of the distal balloon markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 6.0 x 80, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres for 2 minutes, the balloon burst. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable.